Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown tfna helical blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna helical blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a one (1) trochanteric fixation nail - advance (tfna) one (1) tfna helical blade, 1.55 mm cortex screw and a distal locking screw on an unknown date. The patient was brought back to the operating room and was revised to a new tfna on (B)(6) 2018. The procedure was completed successfully without any delay and the patient was reported to be doing fine after the surgery. Subsequently, the patient started experiencing hip pain again and with the help of post-operative x-rays, it was confirmed that the helical blade had migrated. The patient was brought back to the operating room on (B)(6) 2018 and received a total hip replacement. Patient was implanted with bipolar. The revision procedure was completed successfully without any delay and the patient was reported to be doing fine after the surgery. This was the patient¿s second revision for migration of the helical blade. The patient had the first revision completed on (B)(6) 2018 and it is captured in (B)(4). Concomitant device (s) reported: tfna nail (unknown part #, unknown lot number, qty # 1); 1.55 mm cortex screw (part # 04.037.055, lot # 9814022, qty # 1); distal locking screw (unknown part #, unknown lot number, qty # 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).